Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while advancing the enroute arterial sheath, the physician noticed bleeding from an injury on the posterior side of the left common carotid artery. The injury was initially addressed with a prolene suture but the physician elected to open the artery for a patch angioplasty repair. The procedure was completed, and the patient was neurologically intact.